Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Cotton was out - tampax [device breakage]. Plastic wrappers (applicators) were open and broke [device physical property issue]. Case narrative: consumer reported via phone that the plastic wrappers were broken and the cotton was out of the tampons. No injury was reported. Lot codes: 30335430117011.02, 30556432007012. 02.